Event description:
It was reported that an inguinal hernia repair was performed in 2002 where the suture was used to close the dermis and an adhesive was applied to the laceration in the epidermis. The following day, the patient presented with blistering in the wound area. A granuloma also appeared. Debridement of the wound was performed.